Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. A review of the event history log found no keystrokes, programming, or use related events failure, malfunction, or iipv events that could have caused or contributed to the reported event. Visual inspection was performed and passed. Sample analysis verified the event. After repair of the pcb, analysis of the device pneumatic system revealed no leak and all pressures were correct and stable and a short simulated therapy was performed and completed successfully. Upon conclusion of the investigation, the cause of the reported event was determined to be an overheated connector on the pcb which was replaced to resolve the problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a burning smell coming from the homechoice machine. This occurred during initial drain of peritoneal dialysis. The patient was connected at the time of the event. The technical services representative assisted the patient in disconnecting from the machine and discussed completing therapy using manual supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received, and the evaluation is in progress but has not yet been completed. Upon completion of the evaluation, or should additional relevant information become available, a supplemental report will be submitted.